Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify frozen screen anomaly, audio or vibrate anomaly, unexpected battery power loss, or e/a alarm due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly, keypad anomaly, unspecified insulin flow block alarm and power loss alarm. Customer¿s blood glucose level was unknown. Customer stated that the buttons were neither pressed nor accidentally pressed. Customer also reported insulin had frozen display which recurred after monitoring the insulin pump for 2 hours. Customer was unable to clear the pump errors, power loss alarm and program the insulin pump. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.